Event description:
It was reported that after the tka surgery at o.r., the surgeon found the broken 1/8" drill in the patient's tibia (under the base plate). The broken drill remains in the patient's tibia.

Manufacturer narrative:
Investigation pending. No additional information available at this time.